Event description:
On 10/12/2021, it was reported by a facility representative via sems that an ar-6480 dw arthroscopy pump, was not recognizing tubing. This was discovered during use in a procedure, there was no additional information provided. Ts: switched the tubing and the cassette was confirmed to be engaged and the issue persisted.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. See attached for supplier evaluation.